Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The caller (prospective patient) mentioned a different patient she spoke with reported to her about an instance where they had electromagnetic interference and everything got "wiped out". The caller stated this patient had to go in for stimulation reprogramming. Caller states they do not know any further information about the situation. No patient symptoms reported.